Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip failed to release from the catheter inside the patient. Tissue was grasped, however, it was reported that the device released from the tissue and no damage was noted. The clip was removed from the patient and another resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Updated date device received. A visual examination of the returned device found that although the control wire was not attached to the clip assembly, the clip assembly was found to be mashed onto the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The reported event of "clip failed to release from catheter" was confirmed. It is likely that this damage resulted from anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip failed to release from the catheter inside the patient. Tissue was grasped, however it was reported that the device released from the tissue and no damage was noted. The clip was removed from the patient and another resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "fine" at the conclusion of the procedure.